Event description:
Catheter was inserted and balloon inflated to 6 atm, well below the burst pressure of 8. The catheter burst circumferentially as opposed to usual longitudinal rupture. The test was completed, however, pieces remained in the pt. The pt was taken to the or and the pieces of balloon fragments were removed. The pt did well and was discharged to home.